Manufacturer narrative:
The investigation determined that the event was consistent with the defective sample/reagent tubing. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 821080. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and found that the sample and reagent tubings were incorrectly positioned and the pulley wheels were sticky. He replaced these parts. He verified the sample, reagent, and sipper probe adjustments, the reagent condition, and the paddle. He performed successful precision checks and qcs. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg stat result from one patient sample tested on the cobas e 411 analyzer (disk system). On (B)(6) 2025: the initial result of the initial plasma sample was 2603 miu/ml. On (B)(6) 2025: the result of a new plasma sample was 33179 miu/ml. The repeat result of an initial serum sample after recentrifugation was 24450 miu/l. The repeat result of the initial plasma sample after recentrifugation was 23915 miu/l.